Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing determined the main board was the root cause. The main board was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had displayed a red screen error 41786 needs further evaluation. There was no reported patient involvement.